Manufacturer narrative:
(B)(4).

Event description:
Zfen was placed (B)(6) 2020. Leak was thought to be potential type ll and we would re-evaluate. 30 day CT follow up was performed and significant endoleak was still appreciated. Diagnostic angiograms confirmed type lll, thought to be tear of defect in flow divider. Patient was rescheduled to reline.

Event description:
Further information provided by the initial reporter states: other devices reportedly used during the procedure were "lunderquist wires, perclose, kumpe, bentson, marking pigtail catheter and coda balloon". The neck of the anatomy was reported to be "parallel, inverse funnel, funnel, narrowed, etc. Parallel, slightly irregular". No inflation device was reported to have been used. Ballooning was done on "top seal stents, junctions of main body and limbs, throughout limbs". Regarding any obstructions of high blood pressure with the graft during the endoleak, it was reported the "endoleak without any obstruction and later confirmed location with coda inflation in main body and then limbs".